Event description:
Police responsed to a witnessed cardiac arrest with bystander CPR in progress. The device was connected to the pt with disposable defibrillation/ECG electrodes but, according to the reporter, the device alarmed connect electrodes and could not analyze the pt's rhythm. An off-duty paramedic arrived on the scene shortly after and helped to troubleshoot the patient's connection to the device and repositioned the defib pads but, according to the reporter, the device continued to alarm connect electrodes. Emergency medical system arrived on the scene and replaced the defib pads and device with another defibrillator and new defib pads and then used the device in AED node. No shock was advised by the device and then the pt was loaded into an ambulance and transferred to the hosp. The reporter indicated that the pt was presumed to have died.